Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ pump, model #: 1104 / catalog #: 1104 / expiration date: 30-apr-2021 / serial #:(B)(4) UDI #: (B)(4), device available for evaluation: no. Mfg date: 22-apr-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a tamponade two days after left and right ventricular assist device (vad) implant. A rethoracotomy was performed to surgically remove the tamponade and the vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the two ventricular assist devices ((B)(4) and (B)(4)) were not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial #: (B)(4). If information is provided in the future, a supplemental report will be issued.